Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001087 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. It was reported that during the procedure, the hemostatic valve of the carto vizigo" 8.5f bi-directional guiding sheath medium was leaking back saline solution. Nothing looked broken. The sheath was replaced with a non-bwi sheath and the issue resolved. Procedure was continued without further incidents. No air entered the patients body. With the information available, this complaint is being assessed as a hemostatic valve-separation since it is most likely that the saline leakage through the valves due to a malfunctioning or dislodgement of the valve.